Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Battery depletion/ elective replacement indicator was reached on (B)(4) 2011. The review indicated oversensing with many sensed events registered between (B)(4) 2010 and (B)(4) 2011. Only one of these events is less than 200 ms. (1 episode ventricular fibrillation).

Event description:
It was reported that the patient reported to an emergency department due to multiple shocks received from supraventricular tachycardia episodes. The device reached elective replacement indicator (eri). It was further reported that the device functioned as programmed. The device was removed and replaced with a new device. No further patient complications have been reported as a result of this event.